Manufacturer narrative:
Sections with additional information as of 08-may-2024: h3: was the device evaluated by the manufacturer. If the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: syringes were returned - unable to ship returned product to the manufacturer due to biohazard. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned - product evaluation in process. Note : manufacturer contacted customer in a follow-up call on 23-apr-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes, stating that the plunger on the 31g syringes was out of the protective cover; customer stated that the orange cap on some of the syringes was off. The package was not open or damaged when received by the customer. Customer has been using the product for about 1 month. The customer feels well and did not report any symptoms. Customer did not claim to be injured while using the syringes and no medical attention associated with the use of the product was reported.